Event description:
It was reported the patient had two leads replaced in the last three years, the last one was (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer. (B)(4).